Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power anomaly, reset alarm and check settings alarm. The customer's blood glucose value was 143 mg/dl. The customer stated that they did not receive low battery alert prior to the off no power alert. The customer stated that the pump beeped and the battery bar went blank and had a black closed circle. The product was returned for analysis.

Manufacturer narrative:
The battery tube was found corroded. Unable to perform all functional testing, including the displacement, operating currents or verify the reset alarm, check settings alarm, off no power anomaly, unexpected restart error test, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to a corroded battery tube. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.